Manufacturer narrative:
H6: ventec contacted the initial reporter for more information, but the initial reporter did not wish to provide any further detail or advise if the device will be returned to ventec for repair. In the event that the device is received for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the touchscreen became unresponsive after the patient knocked the ventilator over during use. There was patient involvement associated with the reported issue; however, there were no reports of patient harm as a result of the reported issue. Ventec contacted the initial reporter for additional information about the patient, but was advised that he was not able to provide any further information.